Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: b)(6), phone number: b)(6), email: b)(6). Testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated this unit during a preventive maintenance and determined the unit had failed the patient interface module test. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a failed patient interface module test. There was no patient involvement, and no adverse event was reported.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a failed patient interface module test. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the safety disk and completed all manifold tests without any issues. The unit passed all functional and safety tests per factory specifications, was returned unit to customer, and was cleared for clinical use.